Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there was a power switch that was stuck during set up / inspection for use (during set up in room / before patient in room) involving an olympus insufflation unit. There was no patient injury reported.